Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 200 mg/dl. During troubleshooting, a new cartridge was loaded, and the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.